Event description:
Medtronic received info that during the procedure, the surgeon noticed the blue silicone distal tip on this blower mister was missing. The surgical field and thoracic cavity was searched, but the tip was not found. The surgical team phoned medtronic to verify if the blue soft tip was radiopaque. During this phone call, the tip was found in the chest cavity and subsequently retrieved. There were no adverse pt outcomes reported as a result of this issue. The device and blue silicone tip were returned to medtronic for analysis.

Manufacturer narrative:
Analysis: upon receipt, visual inspection of the blower/mister revealed a slight amount of body fluid contamination on the handle. Further inspection noted the blue silicone distal tip was detached from the grit blast portion of the blower mister tube. Microscopic visual inspection did not identify evidence of bonding material on the grit blast portion of the tubing. Further inspection of the detached silicone tip did not identify any cuts or damage and measurements of the tip were within spec. The device and silicone tip were returned to the MFR for further analysis and investigation. Conclusion: device failure occurred and was related to event. There were no adverse pt outcomes as a result of this incident. A review of our complaint database did not identify a trend for this failure mode. Medtronic will continue to monitor the field performance to detect similar events, should they occur.